Event description:
After a thyroidectomy, a patient required a follow-up visit to stop bleeding. No indication of a product malfunction. Patient was initially discharged with no noted bleeding and returned four hours post-op with reported neck swelling.